Event description:
It was reported that the physician's handheld does not turn on and when it did it did not hold a charge. The handheld, flashcard, and power cable were returned for product analysis on (B)(4) 2015. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2016 product analysis was completed on the handheld and flashcard. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Additionally the handheld was received with an x50 serial cable. The reason for the serial cable return is unknown. An analysis was performed on the returned serial cable and no anomalies associated with its performance were noted during testing using a known good x50 handheld. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.